Event description:
The patient reportedly experienced intermittent lock. External equipment was exchanged and programming adjustments were made, however; this did not resolve the issue. Surgery to explant the pt's device will be scheduled.